Event description:
On (B)(6) 2024, a patient in italy underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). In (B)(6) 2025, the patient experienced a bezoar. Duopa therapy has been suspended and the j-tube was explanted on (B)(6) 2025. The device has not been returned.

Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of a bezoar. Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.